Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (health effect - clinical code, type of investigation) the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event was due to patient related factors. The stenosis and regurgitation in this case were impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 2800tfx aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, four (4) months due to degeneration, torn leaflet, aortic stenosis and moderate aortic regurgitation. Echo showed normal lv function, but suggested possible vegetation of the bioprosthetic av. The patient presented with sob. The tavr was performed with a 29mm 9600tfx transcatheter valve successfully. The patient was transferred to the ICU in stable condition post procedure.